Event description:
Pt underwent coronary artery bypass surgery, and a bentall procedure. The following day the pt experienced a large amount of spontaneous bleeding from chest tube, accompanied by hypotension and cardiac arrest. Emergent mediastinal exploration was done at the bedside. Suture found to be broken.